Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker had reverted to safety mode operation. An alert was issued in the remote monitoring system. The physician was already aware of the issue according to a note in the latitude system. Technical services contacted the boston scientific sales representative for the clinic to provide awareness. The latitude alert recommended seeing the patient in the clinic to confirm the device status with a programmer interrogation. The device remains implanted and in service. The local sales representative later confirmed that the patient had not been scheduled for replacement yet, and had previously only paced in the right ventricle 6% of the time. No adverse patient effects were reported. Additional information was provided indicating the device was explanted and replaced about three weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker had reverted to safety mode operation. An alert was issued in the remote monitoring system. The physician was already aware of the issue according to a note in the latitude system. Technical services contacted the boston scientific sales representative for the clinic to provide awareness. The latitude alert recommended seeing the patient in the clinic to confirm the device status with a programmer interrogation. The device remains implanted and in service. The local sales representative later confirmed that the patient had not been scheduled for replacement yet, and had previously only paced in the right ventricle 6% of the time. No adverse patient effects were reported. Additional information was provided indicating the device was explanted and replaced about three weeks later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker had reverted to safety mode operation. An alert was issued in the remote monitoring system. The physician was already aware of the issue according to a note in the latitude system. Technical services contacted the boston scientific sales representative for the clinic to provide awareness. The latitude alert recommended seeing the patient in the clinic to confirm the device status with a programmer interrogation. The device remains implanted and in service. The local sales representative later confirmed that the patient had not been scheduled for replacement yet and had previously only paced in the right ventricle 6% of the time. No adverse patient effects were reported.